Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the device was running for about two minutes on p-5 with flows of 2.7 liters per minute (l/min) when flows dropped to 0.5l/min. The device was removed and inspected. The physician found a lot of clot and "tissue" like substance in the cannula and did a right heart catheterization and noticed the cardiac index was 4 l/min. It was decided to not implant the device again or replace with another device. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.